Manufacturer narrative:
No event date was given, therefore an approximate date of (B)(6) 2019 was used as the event date. The complainant was unable to provide the suspect device lot number. Therefore, the device expiration and manufacture dates are unknown. (B)(4). The complainant indicated that the device has been implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on september 24, 2019 that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2019. Reportedly, the patient had fiducial markers placed together with spaceoar implantation. Additionally, the patient received intensity-modulated radiation therapy (imrt). According to the complainant, the patient developed urinary and rectal symptoms three to four weeks post imrt. The patient complained of rectal pressure and recurring e coli uti. On (B)(6) 2019, magnetic resonance imaging was performed, identifying a 4 cm by 2 cm inflammatory mass near the base of the prostate and the seminal vesicles. On (B)(6) 2019, the physician performed a digital rectal exam. Reportedly, the patient's mass was treated with warm soaks, non-steroidal anti-inflammatory drugs (nsaids), antibiotics and cystoscopy. As of (B)(6) 2019 the patient is experiencing excessive frequency and urgency.